Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the fellow inserted the catheter and guide wire smoothly. When they attempted to withdraw the guide wire it wouldn't budge. As a result, both the catheter and wire were removed as one. It was noted the wire was bent at an almost 90 degree bend. There was no patient death reported. It was stated the patient is in critical condition but not due to this event. There was no injury as a result nor exposure to infectious disease.